Event description:
It was reported that during a da vinci hysterectomy procedure, the mega needle driver instrument cable broke at the distal end. There were no missing and/or fallen pieces reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, the instrument grip cable was found broken at the distal idlers. The idler pulley spun freely and undamaged. The cable segment stuck out at the wrist. The other cables at the wrist were undamaged. Failure analysis also found scratches on the surface of the distal pulley. There was no other damage found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the damage to the grip cable found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.